Event description:
It was reported that the pt underwent an implantable neurostimulator replacement after the previous device only lasted 10 months. This pt was treated for et (essential tremor) and also for a facet denervation at the back with use of radiofrequency ablation of 480 khz. There was no injury reported with this incident. The settings of the pt's replaced device were the following: 2-c + 2.0v (0-2.0v) 60 microsec 130 hz and 6-c+ 1.0v (0-2.0v) 60 microsec 130 hz. Impedance l> 4000 ohm < 15 micro amp. R617 ohm 28 microamp. Day cycling on from 8:00-23:00.